Event description:
Dr. Gave the patient a deroyal cold therapy unit and blanket following an acl reconstruction surgery and told pt to use it as needed. After less than a week the patient returned complaining that the unit was not functioning properly. The unit was then replaced. A few days later, the patient returned complaining with pain. Upon examination of the incision site, dr. Discovered that the dressings were wet and redness and blisters had developed on the internal part of the patient's knee.